Manufacturer narrative:
The reported event that the unit has a deviation of 5 mm was duplicated by the device evaluation. During the functional inspection it was observed that the tip of the device was deformed. Any physical impact to the navigated instrument can cause product damage or operational failure due to battery movement.

Event description:
It was reported that during set-up for a surgical procedure the device was found to be approximately 5 mm inaccurate. No patient involvement or procedural delays were reported with this event.

Event description:
It was reported that during set-up for a surgical procedure the device was found to be approximately 5 mm inaccurate. No patient involvement or procedural delays were reported with this event.